Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the obturators were unable to be taken out or inserted smoothly by the doctor. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the trocar, obturator and cannula appeared intact. The obturator was received inserted into the cannula, prolonged insertion can cause the duckbill seal to become stretched. The duckbill seal was stretched out. A functional evaluation found that the device failed an air leak test. The obturator was inserted into the cannula and was removed cleanly without restriction. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.